Event description:
It was reported that the patient fell on his chest in march. The pulse generator could not be interrogated on (B)(6) 2013. The device exhibited backup operation and was explanted on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a solder joint anomaly which likely contributed to the reported anomalies.